Event description:
Country of complaint: (B)(6). Suture is breaking.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. MFR's site eval: cassettes received: 1 open cassette. There are no previous complaints of this code batch. There are no units in OEM stock. Thread in the cassette received breaks easily due to cassette is opened and thread is degraded. Thread degrades by hydrolysis from air humidity, therefore it must be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on instructions for use. Opening's date is not written in the cassette received, so we cannot carry out a proper analysis. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: na.